Manufacturer narrative:
UDI: (B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. During repair the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the motor device locking component and flex circuit were damaged. It was further determined that the device failed pretest for loctile & cable assessments, motor thermistor assessment, safety assessment, and hand control assessment. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.